Event description:
An alarm issue was reported with the adc device. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. Firefighters were called and they provided the customer with sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and signal loss alarms were caused by low or not present ble rssi value. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. Firefighters were called and they provided the customer with sugar for treatment. There was no report of death or permanent impairment associated with this event.